Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to cancer. The cause of death was cancer. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump a few months prior to passing as they had a low blood glucose event. The customer was not using sensors. The customer found out 3 months prior to passing that they had cancer. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin pump was last worn on (B)(6) 2019 as the customer was not able to eat, and no longer needed insulin from the insulin pump.